Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-3400-30, serial/lot: (B)(4), description: splitter 2x8 kit-sterile. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent a lead revision procedure due to ineffective therapy caused by high impedances. During the procedure the lead and the lead splitter were removed and replaced. The patient was reportedly doing well following the procedure.